Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic removal of the right ovarian teratoma, the suture and needle were detached and could not be used. The device was replaced to complete the case. There was no patient injury.